Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm. Customer also stated that they did not received low battery alert prior to the replace battery now alarm. Customer's blood glucose value was 135 mg/dl at the time of the incident. The customer stated that the battery cap was not loose, cracked or damaged. Customer was assisted with the troubleshooting. The device will be returned for the analysis.